Event description:
It was reported that there was a lead warning for low impedance. The low impedance changed the polarity to unipolar and caused pocket stimulation. The lead was changed back to bipolar, will be monitored and remains in use. No further patient complication have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.